Event description:
The complaint is reported as: "the peel-away sheath has rough feel/appearance on the sheath. The issue was detected during insertion of the sheath and the device was replaced. No medical intervention required. The customer stated there was no consequence for the patient.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and dilator/sheath assembly for evaluation. The time stamp on the lid stock read #2021064. Visual examination revealed the sheath was bent and creased about three quarters of the way down the body. This damage is consistent with undue force being applied while introducing the sheath. Visual examination of the sheath tip and dilator did not reveal any defects or anomalies. The sheath body was bent/creased from 15mm to 21 mm from the distal end. The total length of the sheath body measured to be 2.75" which is within specifications of 2 5/8" - 2 7/8" per product drawing. The inner diameter of the distal tip measured to be 0.060" which is within specifications of 0.060-0.061" per product drawing. The outer diameter of the sheath measured to be 0.077" which is within specifications of 0.072-0.082" per product drawing. No dimensional issues were detected. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained a bend and creased area, which is damage consistent with undue force being applied while introducing the sheath. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the peel-away sheath has rough feel/appearance on the sheath. The issue was detected during insertion of the sheath and the device was replaced. No medical intervention required. The customer stated there was no consequence for the patient.